Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to placement prior to orthopedic surgery, history of deep vein thrombosis. Plaintiff alleges attempted retrieval on (B)(6) 2016. Plaintiff is alleging leg swelling and that the device is tilted, embedded in the lateral wall of the vessel unable to be retrieved, .

Manufacturer narrative:
Investigative evaluation - filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported leg swelling is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.